Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection by the unaided eye under normal plant lighting of the returned device did not identify any defects or anomalies. Using a syringe, the air was evacuated from the foam stoma cuff and the red plug sealed. The stoma cuff remained contracted; no leaks were detected in the foam cuff. Using a syringe, 10 cc of air was inserted into the distal air cuff. The cuff inflated and remained inflated. The device was allowed to rest for 6 six hours with the air cuff inflated and the foam cuff deflated; no changes were observed after six hours. No leaks were detected. Complaint is not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not hold air in the cuff. The patient was awakened by a leak when the cuff was low and was able to talk. They filled the cuff and 6ml of air leaked out in less than 20 minutes. There was medical intervention required, the trach needed to be changed. There was patient involvement but no patient harm reported.